Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to recognize battery pack) was confirmed. Upon investigation however, the charger was not recognizing a battery pack due to an internally shorted u300 component on the pca board. The root cause of the shorted u300 was unable to be positively identified. No adverse event resulted from the damaged charger.